Event description:
It was reported the physician notified the representative that the patient's implantable neurostimulator (ins) could be interfering with their pacemaker. The representative later noted that there was still interference with the patient telemetry during charging. The doctor monitored patient's vitals using the arterial line and pulse oximeter during charging and felt comfortable with the charging. There were no patient symptoms reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information was reported that the patient was in the ICU on a ventilator, unconscious, and they noticed that when they tried to charge the stimulator the recharging process caused interference on the EKG and monitoring equipment. The stimulator charge level was low which is why they were trying to charge it. When they stopped charging this resolved the interference, the event occurred on (B)(6) 2015. On (B)(6) 2015, it was noted that there was still interference with the patient telemetry during recharging. The physician monitored the patient¿s vitals using the arterial line and pulse ox during charging and felt comfortable proceeding with the charging. No further issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n277597, implanted: (B)(6) 2011, product type: accessory. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.